Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). No similar complaint type events were reported for units within the same lot. Device evaluation: lens was returned in vial, in liquid. Visual inspection found optic torn. (B)(4).

Event description:
The reporter indicated on (B)(6) 2019 a cq2015a, +22.0 diopter, intraocular lens was "miss powered" and the lens was removed. There was no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.